Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing nsln due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. It was later reported that true noise was seen on the rv lead. The lead was explanted and replaced.